Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that the patient has a broken rod and is planning to undergo a revision surgery to remove the construct. No patient complications were reported.